Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an unknown error message with her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported the alleged issue occurred. The patient reported managing her diabetes with a combination of medications including metformin 1000mg twice a day and humalog insulin 75/25 on a sliding scale. The patient reported taking her usual dose of medication on the day of the alleged issue. On (B)(6) 2012, at an unknown time, the patient reported "feeling funny, sweaty, clammy and shaky." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the unknown issue was not resolved with training due to the patient not having testing supplies available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reported being unable to test her blood glucose due to the alleged issue, and developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.